Event description:
A us distributor reported that a battery pack was unable to hold a charge.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (unable to hold a charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pcb and j2 terminals were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (unable to hold a charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pcb and j2 terminals were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to hold a charge.